Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. When the device has been received and inspected by cmr surgical a supplemental report will be submitted with the results. Cmr surgical ltd, does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that at the beginning of a procedure on (B)(6) 2026, the surgeon reported damage to the bipolar fenestrated grasper (bfg). The instrument was identified as faulty immediately upon insertion through the trocar into the abdominal cavity. The surgeon promptly pointed out the visible damage and requested a replacement. No harm to patient, procedure was completed with no complications. No further information is available at this time. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.